Manufacturer narrative:
It has now been determined through an integrity test that it was inconclusive that there was a device failure. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on may 11, 2023.

Event description:
Per the clinic, the patient experienced no connection to his device. An integrity test was attempted today, (B)(6) 2023. We were unable to connect to the internal implant with my equipment and with the programming software. This indicates evidence of malfunction of the internal implant. The implant remains in-situ. It is unknown if there are plans to explant/re-implant the patient with another device.